Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 210 units of insulin during the load sequence. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 119 mg/dl.